Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 about 730pm-8pm. The patient manages his diabetes with insulin (type/ amount not specified). The patient continued to follow his usual diabetes management routine. A couple hours after the alleged issue begun, the reporter claims the patient felt a symptom of sweaty. Emergency medical services (ems) was contacted; however, the reporter denied treatment was provided. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The correct test strips were being used for testing. The cca walked the reporter through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.